Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to position the right atrial (ra) lead during implant, the thresholds were higher through the device than the analyzer. The lead was repositioned during the procedure, before the pocket was closed. The lead remains in use and no patient complications have been reported as a result of this event.